Manufacturer narrative:
The reported problem could not be duplicated. An infusion test ran at 10.4 ml/h for a total of 250ml within specs. A review of the pump's history log did not reveal any alarms during the infusions on 12/10/96 and 12/11/96.

Event description:
Non-delivery reported. The pump was set up for home delivery of penicillin 90000 units in 250ml at a continuous rate of 10.4ml/hr. Approx 24 hours later, the home health nurse discovered the i.v. Container was still full. No alarms had sounded. The i.v. Container and pump had been set up in a fanny pack. The pump was switched out and the infusion was re-started. No adverse effects to the pt were noted.